Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation showed noise on the atrial lead that was reported as atrial fibrillation. It appears that it was likely some kind of external, nonphysiologic noise being picked up on the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.